Event description:
Customer reported that the unit went ventilator inoperative with error code message of auto-zeroing of machine and proximal pressure transducers in post failed during preventative maintenance (pm). The customer reported there was no patient involvement.